Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported that during a planned replacement for battery depletion, the implanted tined lead was accidentally cut/fractured. The lead was cut while trying to open the subcutaneous tissue. A new lead was to be implanted on (B)(6) 2016. The patient's medical history includes neurogenic urinary retention. No further information was provided. A follow up report will be sent if additional information is received.